Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the transmitter stopped working. It was determined that the issue was related to the transmitter. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed a transmitter failed error. The probable cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.